Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown. Unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03629, 0001822565 - 2020 - 03630. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the right hip arthroplasty. No other findings related to the event were noted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip revision 18 years post implantation for unknown reasons. During the procedure the cup and head were replaced, a 6-degree head was used. Attempts have been made and additional information on the reported event is unavailable at this time.